Event description:
An article summarizing a physician sponsored study was reviewed. One hundred sixteen (116) patients underwent radio-frequency ablation (rfa) for the treatment of barrett's oesophagus (be) related neoplasia. The mean age of the patients within this study was 66 years +/- 9.8. 83% were male. 38 patients had low grade dysphagia as baseline histology, 59 patients had high grade dysplasia, and 19 patients had intra-mucosal carcinoma. Eleven (11) patients developed strictures that required dilation during the three month follow-up. The median number of dilations required was two (iqr 1-3). This incident is specific to patient 10 of 11 who developed stricture requiring a median of 2 sessions of dilation.